Event description:
It has been reported that the patient received a durom acetabular component 54/58 code n (exact date not reported) and underwent revision surgery on (B)(6) 2013 due to small pseudotumor, and groin pain. Since the implantation date was not reported, this case will be handled as a complaint related to the issues for which zimmer issued a corrective action in 2009.

Manufacturer narrative:
This case was reopened on january 18, 2017 to enter additional information which was received on january 16, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 54/48 code n on the left side on (B)(6) 2006. The patient was revised due to pain, pseudotumor, loosening, synovitis, cyst and fluid collection.

Manufacturer narrative:
The manufacturer did not received device or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the united states was initiated in (B)(4) 2009 and reported to (B)(6) as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states. And a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). An updated report will be submitted once the product has been received and the evaluation report has been made available. (B)(4).